Event description:
It was reported that the procedure was cancelled. A jetstream catheter and jetstream console were selected for use in an atherectomy procedure to treat an occluded superficial femoral artery (sfa). The console was set up, but did not perform a self-check. The catheter could not be primed in the saline bowl. A bubl error occurred. Troubleshooting was performed, including exchanging the saline bag, reconnecting the catheter to the console but it was unsuccessful. A new jetstream catheter and jetstream console were selected for use. The new catheter primed successfully. However, a bubl error occurred. Further troubleshooting was performed but a grd2 error occurred. The physician had to ligate the artery without further treatment. The procedure was cancelled.